Manufacturer narrative:
Date of event - estimated as aware date as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up procedure where it was noted that the device was not fully sealed and a leak was seen. There was no intervention or treatment that was performed for this patient.